Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was capped due to a product performance issue. No adverse patient events were reported.

Manufacturer narrative:
3/5/18 - we received additional information that this lead was capped due to oversensing, lead fracture identified by x ray, and lead damage visible when the pocket was opened.